Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor smooth round moderate profile on the right side and with 300cc mentor smooth round moderate profile on the left side and was presented with bilateral breast pain and generalized illness including migraines, brain fog, forgetfulness, spine issues , back issues, stomach issues, anxiety, depression, insomnia, vertigo, continuous nausea, pains in abdomen and sides, cold and painful sensations shooting through head. As a result, the devices will be explanted on 12/6/2019. This report is for the patient¿s left-sided device.